Manufacturer narrative:
An event of valve underexpansion, patient device interaction problem, perivalvular leak (pvl), and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve underexpansion appears to be related to challenging patient anatomy. The reported pvl appears to be a cascading event of the valve underexpansion. A cause for the reported patient device interaction problem and heart block could not be conclusively determined. The reported unexpected medical intervention is the result of case-specific circumstances, as a post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: (B)(6). It was reported that on 14 november 2024, a 27mm navitor valve was chosen for implant using a flexnav delivery system during a transcatheter aortic valve implantation. A pre-implant balloon aortic valvuloplasty was performed with two 22mm osypka vacs ii balloons. The valve was implanted. A post-implant balloon aortic valvuloplasty was performed with a 22mm osypka vacs ii balloon due to valve underexpansion and perivalvular leak. The user believed that the valve expanded non-uniformly due to excess calcium anatomical issues. The final implant depth was 7mm at the non-coronary cusp and 4mm at the left coronary cusp. The patient remained hemodynamically stable throughout the procedure. Post procedure, a left bundle branch block was noted on electrocardiogram (ECG) on the same day as the procedure. The patient was monitored, but no treatment was provided for the heart block. The patient status was reported as stable and was discharged on (B)(6) 2024.